Event description:
Revision surgery - the patient had a loose stem due to a fractured cement mantle and was unstable. The surgeon decided to go in and cement in a new stem as well as change the glenosphere to a larger one.

Manufacturer narrative:
The reason for this revision surgery was the patient had a loose stem. The in-vivo length of patient service for the implant was 2.1 years. The complaint reported no issues of any other patient injuries, activities, accidents or manufacturing contraindications that may have been contributory to this surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records (dhrs) revealed no discrepancies or issues with the manufacturing of this part. All critical dimensions, design criteria and specifications in effect at the time the part was manufactured were met. The product complaint report history was reviewed and no trends or on-going issues were deemed as present or in need of review. This event is deemed as non-product related. The root cause for this event was the patient had a loose stem. The complaint states the patient had a loose stem due to fractured cement mantle and was unstable. The root cause for the fractured cement mantle was not reported. Scope of this investigation is limited without having the explanted parts available to djo surgical for evaluation. Other conditions relating to this event could not be determined with confidence. Inventory containment is not required since there are no indications of a product or process issue affecting implant safety or effectiveness.